Event description:
Complainant alleged that the clinicians defibrillated a female pt (age unk) twelve times (joule settings unk), but upon the clinicians thirteenth attempt to defibrillate the pt, the device did not discharge. The clinicians then obtained a second device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.